Event description:
According to the reporter, during the laparoscopic robot assisted partial nephrectomy, while on balloon inflation, the balloon physically ruptured. The operation was resumed using a different balloon. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. The obturator was received and appeared intact. The insufflation bulb was received. Functionally, the converter doors move freely and were secured in place. The flapper door when actuated opened and closed properly. It was reported that the balloon broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of disengaged balloon not related tot he reported condition. The most likely cause was determined to be manufacturing related. This issue can occur if excessive force was applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve, resulting in pdb sleeve enter to inflated balloon. In this case the balloon keeps inflated although pressure was applied to it and could be still used during surgical procedure. When pdb sleeve was removed from balloon flange the balloon fully deflated immediately. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.